Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product analysis found no evidence of defect, malfunction or damage. The perforation and tamponade allegations were not confirmed by lab analysis but were assigned a cause code based on the field report.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a perforation. The patient underwent a pericardiocentesis procedure to remove blood from the tamponade. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to a perforation. The patient underwent a pericardiocentesis procedure to remove blood from the tamponade. A new lead was implanted. No additional adverse patient effects were reported.